Event description:
Customer reported that pump took 5 hours to charge up to 70%. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.